Event description:
On 8/20/94, a 16 y/o female trauma patient was intubated in our ER by a physician. The endotracheal tube cuff was checked prior to intubation. Patient was transfered to a trauma center with the endo tracheal tube intact. On 8/29/94 an attempt to extubate the patient at the trauma center revealed that the cuff would not deflate. Several methods were used to deflate the cuff but were unsuccessful, including cutting the cuff port. The patient was then extubated by a trauma physician with the cuff inflated. According to the physician, the cuff had to be manually "squeezed" to deflate.